Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: 400 ml. Flow rate: unk. Procedure: not applicable. Cath place: not applicable. On demand bolus did not fill. Issue discovered during the filling process. Pump never used on pt. Pt contact: no. Adverse event: no.

Manufacturer narrative:
Method: actual pump used was received from the end user for inspection and eval. Results: the device is pending eval and testing at this time. Conclusions: a follow-up report will be filed when the investigation has been completed. At this time, this product is under recall.